Event description:
It was reported that during a stenting treatment procedure stent damage occurred. A taxus liberte (mr) ous - 24 x 3.00mm had been selected to treat an unknown lesion. While preparing the device, it was noticed that a stent strut appeared "re-trued". The device was not used in the procedure and did not contact the patient. The procedure was completed with another of the same device. There were no patient complications reported. Additional information has been requested and is not available.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. A taxus liberte (mr) ous - 24 x 3.00mm had been selected to treat an unknown lesion. While preparing the device, it was noticed that a stent strut appeared "re-trued". The device was not used in the procedure and did not contact the patient. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified distal stent damage. One strut was raised on row 1. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. Balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo and the device had been prepped for use. A 0.015 inch product mandrel was inserted through the lumen however it could not fully go through due to the presence of solidified blood. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).